Event description:
On 10/18/2024, sterling distributors reported they were in possession of easytouch insulin syringes (item no: 830165, lot no: 68461) with a defect on the barrel markings. The barrel marking for the syringe start at the 0.4cc mark at the top of the barrel, rather than the 0cc mark.

Manufacturer narrative:
The affected lot cannot be verified due to sterling distributors being unable to return the defective product or definitively provide the affected lot number of the device. As noted previously, sterling distributors originally cited lot no: 68461 as the affected lot, however, the end-user returned a retail box without the nonconforming device for lot no: 69251. Mhc has performed an inspection of the both devices returned by sterling distributor and could not find nonconforming/defective devices. In addition, mhc found no defective or inspected product returned by sterling distributors for which they stated they performed an inspection at their facility and found defective product . At this time, mhc is unable to identify the affected lot.